Event description:
It is reported that the physician was attempting to treat a severely calcified lesion in the cx artery with a 2.25 x 8 mm resolute integrity drug eluting stent. The lesion was moderately tortuous and exhibited (B)(6) stenosis. The 2.25 x 8 mm resolute integrity was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed on the device with no issues noted. The lesion was pre-dilated with a 2.0 x 6 mm sprinter legend, 2.0 x 10 mm sprinter legend, and a 2.0 x 12 mm sprinter legend. It is reported that the pre-dilation with the 2.0 x 6 sprinter legend caused a dissection. The device was inspected with no issues noted. The dissection was noted after the device reached 6 atm. The physician attempted to treat the dissection using a 2.25 x 12 resolute integrity device, but was unable to cross on two occasions. No other attempt to treat the dissection was reported. The physician completed the procedure successfully using two resolute integrity stents, of size 2.25 x 8 and 2.25 x 12, in the "crx".

Manufacturer narrative:
Evaluation codes, results/conclusions: dissection, severely calcified lesion, moderately tortuous with 90% stenosis, device or procedural images not returned for review, device or procedural images not returned for review. (B)(4).